Event description:
Patient came to the clinic for folfiri treatment. She was discharged home on her civi of 5 fu. The following day while she was out running errands her pump malfunctioned and stopped working for about half an hour. Pump read "idle" at that time. She did call the company and was able to get her infusion running. She completed her infusion without further incident. She called the clinic after she got her pump running to let us know that her pump had malfunctioned. Her disconnect time was adjusted accordingly.